Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient passed away on (B)(6) 2022 from right ventricular failure and respiratory arrest.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , and the reported right heart failure, respiratory failure, and patient outcome could not conclusively be determined through this evaluation. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. Heartmate 3 left ventricular assist system (lvas), serial number (B)(6) , was not returned for investigation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 entitled ¿introduction¿ lists right heart failure, respiratory failure, and death as adverse events that may be associated with the use of heartmate 3 lvas. This document also discusses the potential development of right heart failure following implant and outlines the associated treatment options. Section 1, "introduction," explains that ventricular blood may flow either through the left ventricular assist device (lvad) or the aortic valve to reach the aorta, the proportion of which depends greatly upon the degree of the patient's cardiac function and the set speed of the lvad. No further information was provided. The manufacturer is closing the file on this event.